Manufacturer narrative:
Based on the current information provided, the root cause of the patient's postoperative complication cannot be determined. Isi has requested the vse instrument for failure analysis investigation; however, the surgeon confirmed it was discarded as there were no intraoperative complications or a malfunction of the vse observed during the procedure. If additional information is received, a follow-up MDR will be submitted. A review of the site's system logs for the reported procedure date was conducted. Investigation revealed there were no related system errors to have occurred during the surgical procedure that would have likely caused or contributed to the reported complaint. This complaint is reportable due to the following conclusion: after a da vinci-assisted low anterior resection surgical procedure, the patient was about to go home but collapsed. It was identified that the patient had 8 units worth of blood in her belly. As a result, the patient underwent a second surgery. The source of the bleeding was the ima which was subsequently repaired with sutures. The surgeon had used a vse instrument for sealing the ima during the initial robotic surgery; however, there were no reports of insufficient sealing observed during the procedure. The cause of the post-operative complication is unknown.

Event description:
It was reported that after a da vinci-assisted low anterior resection (lar) procedure, the patient was about to go home but collapsed. It was identified she had 8 units worth of blood in her belly. As a result, the patient underwent a second surgery. Intuitive surgical, inc. (Isi) contacted the surgeon and obtained additional information regarding the reported event: the surgeon stated he completed the initial robotic procedure with no issues. The surgeon used a vessel sealer extend (vse) instrument for sealing the inferior mesenteric artery (ima). This was the first sealing cycle with the vse instrument. The surgeon isolated the ima, and the vessel was skeletonized well. There was no tension or bunching of the ima; he clamped across the vessel and attempted to seal. He completed one seal near the aorta and a second seal away from the aorta and then cut. There was no bleeding, and it was a clean seal. There were no issues reported. The surgeon confirmed the following: tissue effect was seen, audible tones indicating the sealing cycle was completed were heard, the vessel was about 3-4mm in diameter, not calcified, and there were no impediments such as clips or sutures. The vse instrument was used in the rest of the procedure with no issues. Sealing the ima was in the early part of the procedure, and even during the end of the procedure, there was no bleeding witnessed. After about 16 hours, on post-operative day #1, the patient was about to be discharged; when she got up, she collapsed and passed out. As a result, the patient underwent a second open surgical procedure. It was identified that there were about eight units worth of blood in her abdomen, and the source was identified to be the ima which was found to be pumping blood. It was at the place where the surgeon had sealed the vessel with the vse instrument. The surgeon repaired the injured ima with sutures. The patient was administered eight units of blood transfusion. As a result, the patient had an extended hospitalization of about a week. The surgeon confirmed that the patient was relatively healthy, with no history of a bleeding disorder, and was on heparin as a part of the protocol for the surgical procedure. As there were no intraoperative complications, the surgeon confirmed that the site had discarded the single-use vse instrument and deleted the video recording of the procedure. The patient is reported to be recovering well with no issues.